Event description:
It was reported that the right ventricular (rv) lead exhibited a failure to capture. It was also reported that a polarity switch occurred due to high impedance. It was also reported that the rv lead exhibited a spike in rv pacing impedance. It was noted that unipolar lead impedance warning was triggered. Additionally it was reported that the patient experienced bradycardia and pre-syncope. The rv lead was reprogrammed, inactivated, then replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 lead; implant date: (B)(6) 2024 305u223 lead; implant date: (B)(6) 2015 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.